Event description:
The recipient was having difficulties hearing with the device. Hearing performance changed suddenly in (B)(6) 2019. The user was re-implanted.

Manufacturer narrative:
Conclusion: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. A device investigation is necessary to determine a root cause. The concerned device was explanted, but was most likely disposed in the field and will not be received for investigation. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was having difficulties hearing with the device. Hearing performance changed suddenly about 4-5 months ago. There is no known accident or trauma. However, the user did go to ER due to choking about 5 months ago, the parents do not know if something happened then but stated that it was around that time they started to notice a change in hearing performance. Apart from this visit to ER there have been no other changes in health or medication.